Event description:
On (B)(6) 2022, a customer complained to orthocare after obtaining discrepant negative antibody identification results for one patient using 0.8% resolve panel a lot vra398 in conjunction with their ortho vision-ID mts analyser. Complainant/complaint reporter: (B)(6) laboratory supervisor. Date of events: (B)(6) 2022. Reported on: (B)(6) 2022 by the customer to the orthocare helpdesk. Reagents: 0.8% resolve panel a (product code 6902317; lot vra398; expiry 22 feb 2022; manufactured 21 dec 2021); ortho mts anti-igg card (product code mts084024; lot 072721001-01; expiry 22 may 2022; manufactured 10 aug 2021). Patient information: historically known to have a warm autoantibody. Confirmed anti-e (rh3) antibody. Anaemia, neutropenia & atherosclerosis. Patient has received frequent transfusions for the past three months. The customer reported that, on (B)(6) 2022, following discrepant negative antibody screening results for this patient (captured in (B)(4)), they had tested the same patient sample for antibody identification using 0.8% resolve panel a lot vra398 and ortho mts anti-igg card lot 072721001-01 in conjunction with their ortho vision ID-mts analyser, and that they had obtained negative reactions with all of the panel cells, and a positive (1+) reaction for the auto control. The customer was expecting positive reactions with cells 3 & 6 of the red cell reagent, being e(rh3) antigen positive. The customer reported that they had sent the patient samples to a reference laboratory for additional testing, and that an anti-e (rh3) antibody was identified. No further detail is available. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.

Manufacturer narrative:
(B)(4). Email address for contact office in fields above is: (B)(6). Discrepant negative reactions in antibody identification for a patient sample with a known anti-e (rh3) antibody. Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.